Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. The physician advanced a 15mm x 3.50mm nc quantum apex balloon to predilate the lesion. The sterling sl balloon was inflated and ruptured during use. The procedure was completed a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. The physician advanced a 15mm x 3.50mm nc quantum apex balloon to predilate the lesion. The sterling sl balloon was inflated and ruptured during use. The procedure was completed a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).